Event description:
Site reported difficulty with navigation and registration while using the superdimension inreach system and discovered a pneumothorax in the patient. The remaining portion of the superdimension case was cancelled. The patient received a chest tube and was hospitalized for observation. The patient was discharged on (B)(6) 2013 and was reported as doing fine at home.

Manufacturer narrative:
The site returned the following components of the superdimension inreach system for eval: 1 edge sensor catheter (esc- from lot ek01875 and one from kit lot ek01930), 2 extended working channels 180 (ewc- one from kit lot ek01930), 1 set of forceps (lot 151466) and one cytology brush (lot sd01-13-037). All components were found to be functional and the end of the cytology brush had been cut off as it was used in the procedure recording concluded the system was accurate. The eval also identified user interface contributed to the event. The eval identified a significant CT to body divergence which results in an error such that the CT image appears more anterior than the body at the right upper lobe. The target was deep at the right upper lobe anterior and if the locatable guide reaches to the CT target, it may be beyond the real pleura due to the CT to body divergence thus creating the pneumothorax. The user should have selected manual registration as identified in the superdimension inreach user manual. In addition to the evaluations conducted, a superdimension technician visited the site on (B)(6) 2013 and found the user's current room and bed combination was a combination that had not been previously set and tested for the site. The room and bed combination was mapped, multi-room configuration was updated and system accuracy tests were conducted and passed.